Event description:
It was reported to philips that there was a problem with the host pc. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc had encountered a blue screen error. Upon troubleshooting, fse found that host pc was faulty and problem with windows file. To resolve this issue, fse reinstalled the host pc software, configured the adjustment, restored some settings and activated new settings and verified epx from backup and activated. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.